Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and peeling/slitting/splitting showed a spiral slit. The catheter shaft was bent, and was damaged during use. That analyst commented that spiral slitting is visible on the catheter shaft from the start and continues to separation at 3 cm from the handle. The shaft is kinked at 2.5 cm from the handle. (B)(4).

Event description:
It was reported that during the implant procedure the catheter snapped apart during slitting. The lead was ultimately implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.